Manufacturer narrative:
Analysis was unable to perform displacement test or occlusion test due to missing retainer. The insulin pump passed selftest, rewind, seating, basic occlusion test and force sensor test. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches lcd window.

Event description:
It was reported via phone call that the insulin pump had cosmetic damage and reservoir compartment was damaged. The customer¿s blood glucose level was 126 mg/dl. The insulin pump was returned for analysis.